Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual examination of the returned device found that the stent was detached from the device. The stent was damaged along its length and stretched to a length of 40mm. The hypotube and shaft was kinked and the clear outer sheath was pinched in appearance. No other damage was noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that the 3.0x20mm taxus liberte stent was unable to cross the lesion. No patient complications were reported and the patient status is stable. Analysis of the returned device revealed that the stent was damaged and dislodged.